Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9304422. Burst issue of silicone balloon is known but according to the available information we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action: CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitored. No corrective action will be implemented as our trend is not increasing. A similar case study was perfomed based on folysil silicone, same defect "burst" over last four year, 210 similar cases were found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the patient gets a new catheter in and two days later the balloon breaks. The patient ends up in the emergency to get a new catheter because he cannot void his urine.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9304422.

Event description:
According to the available information, the patient gets a new catheter in and two days later the balloon breaks. The patient ends up in the emergency to get a new catheter because he cannot void his urine.